Event description:
It was reported that the customer was hospitalized with high blood glucose levels, and the caller wanted information on how to give a bolus. The reported blood glucose reading at the time of the call was 289 mg/dl. The customer's daughter was put on the phone, and she stated that the customer was at a doctor's visit when she experienced a high blood glucose reading of 407 mg/dl. The customer delivered a 4.0 unit bolus, and her blood glucose only dropped to 399 mg/dl after two hours. The nurse was called, and she advised the customer to go to the emergency room. The daughter wanted to check to see if the insulin pump had delivered the boluses that were programmed. Reviewed the bolus history, and it was accurate. At this point, the daughter was unable to troubleshoot further as the customer had to get take a CT scan. Advised the daughter to call back to complete the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.